Event description:
The patient was centrally cannulated with left ventricular vent in place. There was a y-connector attaching the lv vent and arterial cannula to the ECMO circuit. The patient developed concern for air entry into the circuit at approximately 0200. After troubleshooting for etiology of air entrainment a crack was discovered in the y-connector. There was no blood loss, but micro air bubbles were noted.